Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) due to error 25520. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed. In logs, the 23017 error was found, indicating the axis 6 motor occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable root cause may be attributed to the axis 6 motor. This issue can be resolved by replacing the mtm. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that they got a recoverable fault and now the master tool manipulator left (mtml) was non-responsive. Tse viewed logs and noted 23135 and 25520 faults on mtml 2. Tse informed the customer that they could try to reboot the system to resolve the issue. The customer stated that they would try that after the procedure. The site continued using the surgeon side console (ssc) 1. Tse walked the customer through a hard power cycle on the affected ssc, but the issue persisted. The customer disabled the mtml 2 on the ssc in order to proceed. The procedure was completing as planned with no reported injury.